Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump did not detect the filled cartridge during the load step, and all the insulin was dispensed. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The force sensor was found to be out of calibration and the resistance measurement was out of specification. There was evidence of contamination observed on the force sensor assembly.